Event description:
(B)(4). Actual error: yes. I bought the clear care contact solution because it was less expensive than the regular one I use. Nothing on the label said it was not the same. In fact it said soak lens for 6 hours just as my other one said. Then it says to wear lenses. It has been 2 days and I can't even see my eyes are swollen and red. They burn as if they were on fire. I thought I was going blind. They need to have better labels explaining what the solution is for and better marketing in the stores. Medication administered to or used by the patient: yes.